Event description:
Customer complained about sensor reading discrepancies. Customer reported that he has noticed that between 4 and 6 am the sensor reads low and the insulin pump goes into threshold suspend and her basal rates suspend. Blood glucose value was 140 mg/dl. Customer reached out to her endocrinologist and they adjusted the settings on the insulin pump do see if it helps. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.